Event description:
It was reported that the patient could not get her stimulator on. A communication problem was reported. The patient stated on (B)(6) 2014, the patient¿s battery depleted and her physician jump started it. She couldn¿t get it to come on again. The patient stated it had been going on and off like this for years (5-6 years). She stated it always turned off so she had been coping with the pain. The patient was on methadone and did not want to be; she wanted to get it going again. The patient had been complaining about this for years. The patient had a pain physician, but had not brought the issue up with him as he didn¿t know anything about the implant. The patient stated she had been in an overdischarged state more than 3 times. The patient sat for 3 days charging (after appearing to do a jump start but the date of this was unclear),and stated it was showing it was charged,but she can¿t turn it on. When the patient connected to the recharger, a ¿call your dr¿ icon as well as a power on reset (por) was displayed. The patient was redirected to a physician, as the por would need clearing by a physician programmer. Physician listings were given to the patient. Additional information was requested regarding the status of the device, interventions, and outcome. If received, a follow up report will be sent.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. The patient was asking for authorization from workers comp.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received a letter from the manufacturer a month prior stating the patient needed to have the device checked periodically. The patient needed another copy. It was reported that it hadn't worked in years and the medication the patient was on wasn't doing anything. It was methadone, but it didn't help much. The patient was then on percocet which wasn't enough. The patient woke up at night in really bad pain at 3 or 4 am. The patient went to the healthcare provider (hcp) the night prior. They wouldn't do anything about their stimulator. The patient was so tired of crying every night because they hurt so bad. The patient was worn out and they wished they could die, life was not worth it. The patient really was, they were tired of hurting. The work injury was a broken wrist and they had 2 fractures in their left wrist which wasn't found for 4 months. The patient kept saying something was wrong and then sent the patient back to work that day. They took the patient to a quack that was supposed to be a specialist that missed the fractures in x-rays. They did an MRI where they injected the dye and missed the site 3 times. They missed the vein 3 times so they didn't get the exact amount of dye needed for their vein so the results were kind of inconclusive. However, they did find 2 fractures. A year later they went in to do surgery and they did the wrong surgery. Then the patient had reflex sympathetic dystrophy (rsd). It was asked of the patient if it was their left hand, why did their right hand hurt. The patient came to find out that when they looked on the website, it did affect the other side. The patient couldn't walk so they were trying to get a motorized wheelchair. They told the patient that not being able to walk had nothing to do with it. The patient had a walker at home but it hurt so badly when they sat in it backwards to be able to scoot themselves s around because they didn't have a wheelchair. Half of the people the patient told, it was rsd, even the hcp's they didn't know what it was. At times they just couldn't walk. Their skin hurt. They couldn't sleep at night, even breathing on their skin hurt. The patient noted again that they wanted to die.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6), 2006, product type: extension. Product ID: 377745, lot# v010660, implanted: (B)(6), 2006, product type: lead. Product ID: 37752, serial # (B)(4), implanted: (B)(6), 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377745, lot# v008879, implanted: (B)(6), 2006, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6), 2006, product type: extension. (B)(4).